Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a unspecified bd pen needle. The following information was provided by the initial reporter, "consumer reporting no insulin flow when he injects. Stated, he pushes the button and nothing happens. When he exchanges the pen needle out, it works the second time. Does not prime before injection. Could not provide any product information because he discards the box after he opens pen needles. Stated, the tear drop label is green."